Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: 1. Please provide lot number: 3943883. 2. Was there any associated medical or surgical intervention to treat any of the patient consequences? If so, please clarify: patient able to void after one day of cisc. 3. What is the most current patient status? Patient had retention and had to cisc for one day postop. Since then has had very little improvement in sui. Patient had pelvic ultrasound to assess sling positioning which appeared to be appropriately positioned so she is scheduled for urodynamics in (B)(6). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? Does the surgeon believe the urinary retention was functional or structural in nature? A. Functional: the local surgical trauma and the anesthetics in combination with other patient related issues. B. Structural: if a pelvic mesh or sub-urethral sling was physically obstructed the urinary tract at the levels of ureters or urethra." What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Facility name? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2023 and mesh was implanted. On 13-jul-2023, mild urinary retention was noted. The patient was able to void after one day of cisc. Since then, the patient has had very little improvement in stress urinary incontinence and had a pelvic ultrasound to assess sling positioning which appeared to be appropriately positioned. The patient is scheduled for urodynamics in february. This event was reported as having a causal relationship with the study device and study procedure. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following response was received: please provide the patient's demographic information including gender, weight, bmi at the time of index procedure. Female, 255lbs, bmi: 38.8. The diagnosis and indication for the index surgical procedure? Diagnosis: stress urinary incontinence were any concomitant procedures performed? No concomitant procedures other relevant patient history/concomitant medications? No other relevant history or con meds other than what was already listed on visit 1 form. Does the surgeon believe the urinary retention was functional or structural in nature? Functional in nature what is the physician¿s opinion as to the etiology of or contributing factors to this event? Due to anesthesia and trauma of surgery what is the patient's current status? Patient stopped cisc less than 24hours after surgery. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.